Manufacturer narrative:
(B)(4). The starclose se device was used in an area of calcified plaque. (B)(4). The starclose se device was pulled out prior to deploying the vessel locator wings. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Additionally, the starclose se device was removed before the vessel locator wings were deployed. The IFU states to connect the starclose se exchange sheath to the clip applier (click 1), deploy the vessel locator wings (click 2) and retract the device out of tissue 3 to 4 cm. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional right leg peripheral procedure. Reportedly, the starclose se device was pulled out of the patient anatomy prior to deploying the vessel locator wings. Hemostasis was achieved by applying manual arterial compression. Protamine was administered. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.